Manufacturer narrative:
(B)(6).

Event description:
It was reported that the markerband was unable to be seen during the procedure. The target lesion was located in the iliac vein. An angiojet solent omni catheter was selected for use in a thrombectomy procedure. During the procedure, the catheter marker bands were not visible under fluoroscopy. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
E1: initial reporter facility name - (B)(6) device evaluated by MFR.: returned product consisted of the effluent and supply lines with the catheter portion of the solent omni thrombectomy. The pump and snapfit/bubble trap assembly were not returned for analysis. The effluent/supply line, shaft, tip, and markerbands were visually and microscopically inspected. Inspection of the returned portion of the device revealed that both markerbands were presented and there was no damage or irregularities. The markerbands were cut-off for testing of the material. The markerbands were verified to be platinum, which is the correct material for the solent omni markerbands.

Event description:
It was reported that the markerband was unable to be seen during the procedure. The target lesion was located in the iliac vein. An angiojet solent omni catheter was selected for use in a thrombectomy procedure. During the procedure, the catheter marker bands were not visible under fluoroscopy. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.